Event description:
I have been using the abbott labs freestyle libre continuous glucose monitor for about a year and a half, and it has been very helpful in allowing me to monitor my blood glucose and get better control of my diabetes. Due to repeated episodes of hypoglycemia, my pcp prescribed the newer free style libre 2 continuous glucose monitor about two months ago. The alarm feature allowed me to find out if my blood glucose level dropped too low in the middle of the night. In the middle of may, I received two free style libre 2 sensors from my dme supplier, (B)(6). When I attached the first one, it was defective and would not work. When I called (B)(6), they told me to call abbott labs to report it. I contacted abbott by phone, they told me to use the 2nd sensor I had received in my shipment, and said they would mail me a replacement sensor and a box to return the defective sensor to them. I followed those directions, used the second sensor, then received the replacement sensor, and both of them worked fine. At the beginning of june, I ordered a shipment of two sensors, which arrived about 6/15/2021. When I attached the first of the sensors this week, it gave me one high reading, then quit working. So I again called abbott labs to report the defective sensor. I have spent many, many hours between yesterday and today calling abbott labs, explaining the problem, being transferred from one department to another, being cutoff and calling back, leaving my name and phone number on voicemail and asking someone to call me back, being re-connected and begging the person I was talking to call me back if we got cutoff. We did get cutoff again, and nobody has called me back. I am desperate, abbott labs must come up with a better phone system. Please help. FDA safety report ID# (B)(4).